Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump passed the displacement test, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. The insulin pump primed properly. No cosmetic damage was noted.

Event description:
It was reported that the customer had a blood glucose of 580 mg/dl. The customer treated high blood glucose with manual injections. The customer states that the insulin pump would not detect the reservoir. Troubleshooting was conducted. Advised the customer to revert to their back-up plan according to their health-care professional. No further information was reported.